Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. In the absence of device returned for analysis, a conclusive cause for the reported suture malposition could not be determined. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional device with a reported issue referenced is filed under a separate medwatch report number.

Event description:
It was reported this was an arteriotomy closure of the left common femoral artery using the pre-close technique via a 8fr sheath hole prior to an endovascular aneurysm repair (evar) procedure. The sutures of the first prostyle device were successfully placed. Reportedly, a cuff miss [suture retrieval issue] occurred with the second prostyle device. When placing the third prostyle device the white suture was not confirmed and when pulling the blue suture, the suture was ¿fallen out¿. The sheath was upsized to a 16fr sheath and the procedure was completed. The sutures of an additional prostyle device were used. Hemostasis was achieved with the pre-placed prostyle device sutures and the sutures of the prostyle device used after the procedure. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.